Event description:
The following information was reported: clinicians noted an upper lip pressure ulcer on a patient. Upon removal of the device, it appeared that the foam bumper of the anchorfast endotracheal tube fastener had separated and was unable to be located.

Manufacturer narrative:
Numerous attempts have been made by hollister to obtain additional information regarding the reported incident of a lip pressure ulcer and a foam bumper separation. The hospital has not responded to the requests for information. Without the sample or lot number we are unable to evaluate the reported foam bumper separation from the device. We are continuing to monitor the performance of the anchorfast device in our post marketing surveillance system and will take any corrective or preventive action that appears warranted.